Event description:
It was reported by service report that the brakes were not holding, and they disengage on their own. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam.